Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the wire bolt broke approximately one week post-op. No further details are known at this time.

Manufacturer narrative:
Allegedly, visual inspection of the returned product confirms the screw is broken horizontally through the wire slot. Visual examination also shows corrosion around the break and at the fracture point and the product has marks from normal wear from usage. This type of failure can occur from over-torquing the bolt, or the patient using the fixator for weight bearing.

Event description:
It was reported that the wire bolt broke (was on lateral side of plate) 1 week after surgery.